Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading events of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), atrial fibrillation (afib), tricuspid regurgitation (tr), diabetes, hyperlipidemia (hld), coronary artery bypass grafting (CABG) and right heart failure (rt hf) for a mitraclip procedure. During the procedure, one mitraclip ntw was implanted successfully. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was single leaflet device attachment (slda) has occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 4+ after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.